Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The patient was revised to address loosening of the femoral stem at the cement to implant interface, competitor cement was used. Update rec¿d (B)(6) 2014- patient's medical records were received. Records indicate upon revision, the patient had both acetabular and femoral osteolysis and poly wear. The patient's acetabular liner is being added to the complaint. The complaint was updated on: (B)(6) 2014

Manufacturer narrative:
The devices associated with this report were not returned. A complaint database search finds no other reported incidents against the known product/lot combination(s) since release for distribution. A DHR review or lot specific database search was not possible for the additional product associated with this report as lot code(s) was not provided. It is also known that the product code associated with the unknown lot is no obsolete. Follow-up for additional event information was conducted utilizing work instruction wi-7915 appendix a. Medical records and x-rays were obtained and reviewed by a medical professional. From a medical perspective, based on the information available, it is unlikely the complaint is product related. The investigation could not draw any conclusions regarding the reported event. Based on the inability to determine a root cause, the need for corrective action was not indicated. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.